Manufacturer narrative:
(B) (4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed. An investigation is in process.

Manufacturer narrative:
(B)(4). (Suspect medical device), catalog number was changed from 6c37-25 to 6c37-20. Evaluation, method: %cv testing for return specimen performed. Testing met specifications for %cv. Evaluation results: return kit testing met all specifications. Retained kit met all specifications. An investigation was conducted in response to the complaint. Testing of the returned materials was performed as well as reviewing the complaint text and the manufacturing records of lot (74424hn00). A search of complaints with similar issues was also performed. A retained lot (74424hn00) was calibrated and passed. The returned sample was tested with 20 replicates of the returned kit and the initial non-reactive result (the customer observed) was not confirmed. The %cv for the 20 replicates of the returned sample was within specifications, which indicates that the reproducibility of this lot was not compromised. Reviewing the complaint and the manufacturing records did not identify any problems related to this issue. A search performed on (B)(6) 2009 identified no further complaints for this lot. A search for similar complaints performed between (B)(6) 2009 did not find any adverse trend related to this list number (6c37). Based on the investigation results, it was determined that the architect (B)(4), list number 6c37-20, lot number 74424hn00 is performing as intended and a possible reason for this issue may be related to sample integrity which is discussed in the assay package insert. The customer was also referred to the importance of the instrument maintenance (since expected results were obtained after the sample probe was calibrated and the wash cup was cleaned) . This is a final report.

Event description:
The customer stated that one patient sample generated an initial non-reactive result of 0.94 s/co for the architect anti-hcv assay. The same sample had previously generated a positive result of more than 11.0 s/co on another (non-abbott) method. The same patient sample was retested twice on the architect with a reactive result of 13.10 s/co and another reactive result of 10.52 s/co obtained after the sample was re-centrifuged. Quality controls were all within the expected ranges. The non-abbott initial reactive result was reported out of the lab with no impact to patient management documented.